Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced chronic vaginal pain, urinary tract infections, painful sexual intercourse, vaginal discomfort, overactive bladder and mesh erosion and depression. The patient underwent mesh revision/excision and cystoscopy on 03/15/2011, colonoscopy with snare polypectomy and cold forceps biopsy on (B)(6) 2011, and urethrolysis on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent lap. Cholecystectomy in 2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-08653. The same patient is represented in each medwatch.